Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported difference between sensor glucose and blood glucose values. The customer was treated with manual injection. The event involved product(s) mmt-1884l, mmt-332a, mmt-7040a, unomedical. Troubleshooting was performed. Insulin delivery was not suspended. The customer initially had reported having sensor glucose of 200 mg/dl and blood glucose of 160 mg/dl. The customer then reported having 500 mg/dl blood glucose and 69 mg/dl sensor glucose. The customer was also hospitalized due to high blood glucose of 600 mg/dl. The difference between blood glucose and sensor glucose was outside the acceptable range. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. The customer will discontinue use of the sensor. Mmt-7040a was requested and the customer response was that the device will be returned. No product return is required for unomedical. Frn-mmt-332a-rsvr, unomed inf set.